Event description:
It was reported that during a hospital visit, the health care professional (hcp) had difficulties interrogating this implantable cardioverter defibrillator (ICD) device. The hcp was unable to read the data on the programmer and called ts and requested assistance with troubleshooting. Ts assisted the hcp in troubleshooting and rebooting the device. Subsequently, the hcp stated that the troubleshooting efforts were unsuccessful. At this time, the device and programmer remain in service. No adverse patient effects were reported.